Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, it was hard to rotate the handle and then it broke, making the installation of the device difficult. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle broken/won't turn.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broken/won't turn. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had all bands attached and some of them were moved from their position and overlapped. The suture thread was broken, possibly at the time of removing the device. The handle had a broken component and had friction marks (the interaction with the trip wire). The returned irrigation tube was in good condition. The ligator head was checked under magnification and the ligator head teeth were bent/damaged. Additionally, the handle did not have marks of trip wire secured and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of handle broken was confirmed. Upon analysis, it was found that the handle had a broken component and friction marks (the interaction with the trip wire) indicating that the handle was used and rotated. Additionally, the ligator head returned with all bands attached, some of them were overlapped and moved from their position. Also, the ligator head teeth were damaged/bent, and the trip wire was not secured. Since the handle had a broken component and friction marks (the interaction with the trip wire) indicating that the handle was used and rotated. It is most likely that as part of the device manipulation during preparation an excess of force was applied during the set-up, or the technique by the user during the insertion through the scope or with other devices could lead to breaking the handle component. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, it was hard to rotate the handle and then it broke, making the installation of the device difficult. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.